Manufacturer narrative:
Although it was originally reported that the device would be returned for evaluation, to date it has not been received by the manufacturer. Therefore a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serous injury.

Event description:
As reported by customer, protection station waste bag system was leaking at the location where the tubing is attached to the male luer fitting. This leak is also allowing air to enter the system. There was no air injection or patient injury. The used device will be returned for evaluation.